Event description:
According to the reporter: procedure: lap chole. The tip of the dissect broke and small pieces fell into cavity. The pieces were removed from the pt with no further consequence. The pt was discharged and is fine.

Manufacturer narrative:
Date of initial report: 5/6/2009.